Manufacturer narrative:
Additional contact information : (B)(6).

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) who encountered the issue replaced the touchscreen and patient interface module (pim). The fse completed the full pm, calibration, safety, and functionality checks completed per the service manual and the unit passed to the factory specifications. The unit was returned to the use for clinical service upon completion. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) had a touchscreen calibration failure. There was no patient involvement, and no adverse event was reported.